Event description:
It was reported that the patient¿s health care provider (hcp) had a hard time getting the implantable neurostimulator (ins) in the pocket. It was stated that the hcp told the patient that the ins was upside down.

Event description:
It was originally reported that patient programmer and 8840 did not display the correct position of the ins. The patient was trained on recharging her ins but had a difficult time getting perfect coupling. Typically she would get two coupling bars with the recharger. The impedance measurements were in range. The ins was implanted right side up. There was not a confirmed flip of the ins at that time. She was going to have an x-ray. No malfunctions were seen. It was later reported that the patient had a scheduled revision to reposition the ins on (B)(6) 2013. It was confirmed that the ins was upside down and a suture was broke which caused the ins to move. The ins was secured using two spots on the ins as well as a little extra reinforcement. Nothing else was revised.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) was found to be upside down/flipped. It was noted the patient was having trouble recharging due to 'poor coupling' and the patient's 'positions were not showing appropriately on the patient programmer even after the patient was reoriented 3 times.' It was noted the patient had a pocket revision and the ins was found to be upside down. It was noted the patient was 'doing well now and reports good therapy.'

Manufacturer narrative:
(B)(4).